Event description:
A surgeon reports observing pigment dispersion during the cataract procedure. Following surgery, the intraocular lens has had a dusting of pigment on its anterior and posterior surface. Preoperatively, the pt's bcva was 20/150. Postoperatively, the pt's ucva is 20/70 and does not improve with refraction. The surgeon anticipated the pt would be seeing 20/20. The surface pigment has not improved since the lens was implanted.